Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt developed "crushing chest pain" and the taxus stent was found to be occluded. The pt had undergone a rotablator balloon angioplasty procedure in 2004. The physician deployed a taxus express2 2.5 x 24 mm drug eluting stent in a lesion in the severely calcified proximal rca. The vessel size was 2.75 mm. The lesion was predilated prior to placement of the taxus stent. The stent was postdilated with an unk balloon. No procedural complications were reported, although the procedure was described as difficult. Four days later, the pt underwent repeat angiography and was found to have 100% occlusion of the proximal taxus stent in the rca. The physician then performed balloon angioplasty to reestablish flow and placed a heparin coated stent in the proximal rca. The physician also inserted an intra-aortic balloon pump, a pacemaker and a swan-ganz catheter. In the opinion of the physician, this event is related to the taxus drug eluting stent. No other info is available at this time.